Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was feeling fine and was receiving effective therapy after the pump replacement; the event was resolved. The pump replacement had been performed on (B)(6) 2017.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to gear wheel 3. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 400.0 mcg/day) via an implantable pump for an unknown indication for use. It was reported the pump had a motor stall and the patient experienced withdrawal symptoms. The event date was provided as (B)(6) 2017. The hcp heard an alarm, and he updated the pump after selecting "silence alarm." "Motor block" had shown again. Logs were not available. No troubleshooting was performed. Actions taken included performing a pump update. A pump replacement was scheduled for (B)(6) 2017; the pump would be replaced by a medtronic product. Contributing factors to the event were unknown. The pump status was implanted - out of service. The pump would be returned. The issue was not resolved. The patient status was alive - no injury. The implant date was asked but unknown. No further complications were reported or anticipated. It was noted that the mpxr stated the dose was 4001 mcg/day, however, a picture of the physician programmer after interrogation showed the dose was 400.0 mcg/day.